Event description:
Determined to be reportable based of analysis completed on (B)(6) 2010. It was reported that during an unspecified procedure there was difficulty inflating the 2.50x12mm apex otw balloon. The lesion was located in a heavily calcified left anterior descending artery. They attempted to inflate the balloon to six atmospheres and then went up to eight atmospheres and the balloon never inflated. Pressure showed on the inflation device, however the balloon never filled with contrast. The balloon was removed and completed with another of the same device. The patient status is listed as fine with no complications reported. However, returned product analysis revealed a pinhole in the balloon.

Manufacturer narrative:
Device evaluated by manufacturer: there was dried blood and contrast was present in the balloon and the shaft. The device was pressurized with an inflation device, which determined that the balloon could not be inflated. The device was soaked in an attempt to loosen and dislodge dried material from the lumen of the device. The balloon was then inflated to 6atm and revealed a pinhole located at the proximal side of the balloon microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the formation of the pinhole. No issues were noted with the balloon material and with the ro markers that could have contributed to the pinhole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).